Manufacturer narrative:
Estimated event date. Concomitant medical product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported their right-side ins had not been working for the past two months. A nurse had trouble programming the devices around the same time. The inss get adjusted, but the right side never seems to work right. The patient reported having tremors often and wondered what they could do to correct this. The inss were turned off for an unrelated surgery six days prior to this report. The patient had tingling on the right side, but the left side didn't get the tingling feeling when the devices were turned on after the surgery. It allegedly seemed like the right-side device was not working like it should have after the surgery. The patient¿s tremors came when the devices were turned back on. The programmer showed both devices were on and okay at the time of this report. The patient later reported the issue had been resolved at the clinic when a technician reset the device. It was working fine now. No further complications are anticipated.